Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick 2 monorail balloon ruptured. The lesion was located in the non-tortuous and 90% stenosed right ventricular branch. The balloon ruptured at 10 atms. The number of inflations and to what atms is unknown. The procedure was successfully completed with another of the same device with no pt complications. Pt status is reported as "good".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.